Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition with no appearance of physical damage. Event log history was performed and indicated that primary audible alarm background test was recorded in history. During analysis, the reported issue was not able to be duplicated. Service replaced the speaker as a preventive measure. Service also performed preventive measure and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during pre-test, a smiths medical medfusion pump exhibited primary audible. No patient was involved in this event. No adverse effects were reported.